Event description:
The customer reported receiving low readings on their precision xtra blood glucose monitor and was experiencing dizziness. As a result, the customer called the paramedics and was brought to an unknown medical facility. The customer was diagnosed with severe hyperglycemia and their treatment was unspecified. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.